Event description:
It was reported that during testing conducted at the user facility, the device ran without user activation. As this occurred during testing, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event that the device was running on was confirmed and the device was found to have a seized spindle cap.

Event description:
It was reported that during testing conducted at the user facility, the device ran without user activation. As this occurred during testing, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.